Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) stated on 12 dec 2024- after checking the machine, it was found that when the start command was given to test the operation the machine displays maintenance require code* #1. After checking the machine, it was found that it cannot test the pneumatic system and test safety disk leak test. Performed a test to replace the spare parts (solenoid board) as instructed in the service manual, but the symptom did not disappear. Informed the customer to request another test after receiving other spare parts. On 17 dec 2024- after checking the machine, it was found that the drive, manifold (d104-00-0018) was damaged, unable to wire the balloon. Blood detect tubing assembly (d008-00-0312) was damaged. Safety disk (d997-00-0985-01) was past its useful life. Both 12v batteries (d146-00-0039) were deteriorated. IV pole (d436-00-0199) was damaged. Will make a quotation with spare parts specifications to the hospital later. On 19 dec 2024- send a quotation to the customer. On 27 jan 2025- visit the customer to inquire about the progress of the repair. The customer stated that they did not want to repair the machine because it was several years old and had high repair costs. The customer will cancel the use of the machine. Notify the hospital's logistics department of the cancellation of the maintenance contract.

Event description:
N/a

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit displayed a warning screen with a ¿maintenance required¿ code. The patient was involved, but no harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.